Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the therapy that was delivered was appropriate.

Event description:
It was reported the patient was exercising and received inappropriate defibrillation therapy. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.